Event description:
Report 2 of 2 it was reported that during use with the bd max¿ enteric viral panel, unexpected results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer noted that 2 different patient samples with accession 908231n and 907955z for ent vir (lot 3005023) visually have same curve but not same norovirus results. Customer noted that it is their good lab practice to review the curve but in this case it is not the same results. Customer noted that the curve for 908231n curve amplified earlier and the curve was ahead for norovirus but still negative compared to 907955z.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. 443985) lot 3005023 was performed by the review of manufacturing records, retain material testing, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. The retain material of bd max enteric viral panel assay from lot 3005023 was tested and the results were as expected. Customer complained about one positive and one negative result for the norovirus target (nov) with bd max¿ enteric viral panel kit lot 3005023, while both samples had similar pcr curves. Customer provided only pdf files of runs 7579 (initial run) and 7582 (repeat test) from bd max¿ instrument ct0438 for investigation, despite multiple requests to obtain the .csv files or the database. Analysis of run report 7579 revealed that sample in position a4 was nov negative, while sample in position a5 was nov positive. These samples correspond to those involved in the customer issue. However, run 7579 background curves analysis in the rox channel in top of the cartridge (rov target; 585/630) showed similar amplification at approximately 25 cycles for both samples a4 and a5, with sample a5 having a higher endpoint fluorescence, contrary to customer¿s complaint description, and could explain the different results obtained. Further, communication with the customer revealed that customer used the red and yellow pcr curves in the vic (530/565) and rox (585/630) channels for the analysis. Since the red and yellow curves correspond in fact to sapovirus and astrovirus targets, and not the norovirus target, this explains the customer¿s question. The wrong pcr curves were being reviewed. Nonetheless, analysis of run 7582 (repeat test from a new sbt) revealed that both patient samples 955z (position b7) and 231n (position b12) gave a negative result for the nov target and showed no amplification curve, which is not the same result as initially for sample 955z. Such discrepancy can occur due to titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, which are the most likely causes to explain the customer¿s discrepant results for patient sample 955z. Nevertheless, visual examination of pcr curves for low signal is a conservative assessment of the data, and bd is unable to confirm the exact cause of the discrepancy. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 3005023. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported that during use with the bd max¿ enteric viral panel, unexpected results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer noted that 2 different patient samples with accession 908231n and 907955z for ent vir (lot 3005023) visually have same curve but not same norovirus results. Customer noted that it is their good lab practice to review the curve but in this case it is not the same results. Customer noted that the curve for 908231n curve amplified earlier and the curve was ahead for norovirus but still negative compared to 907955z.